Event description:
At power up system diagnostics, the console alarmed the console alarmed error 062, 5vdc power supply failure. The power cycled the console and was able to sue it for the case without any further issues. The product code is 5001000, serial 1125.